Event description:
The following has been reported: biomed reported: "tubing leaking at set lost some of riituxan dose" "although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: administration set leak (external part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.